Manufacturer narrative:
The reported event was confirmed. Product testing revealed intermittent contact force with purple values. Based on the information provided to abbott and the investigation performed, the cause for the reported event is a design issue relating to log file maintenance.

Manufacturer narrative:
FDA recall number: z-1493-2019.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the tactisys lost the connection with the dws. The fiber optic connection was cleaned and the devices were rebooted but there was no resolution. The tactisys was replaced to resolve the issue and the procedure was completed without patient consequences. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.